Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported migration (partial clip movement) or entrapment of device (clip caught on chordae). Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported clip migration appears to be a cascading event of the entrapment of device (clip caught on chordae). The reported entrapment of device (clip caught on chordae) appears to be related to procedural conditions (inadvertent grasp of chordae during leaflet capture). The reported mitral regurgitation is a cascading event of the clip migration. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was successfully implanted. The mr was reduced to grade 1. Post deployment, the clip was observed to be tilted. Per the physician, the clip grasped some chordae along with the leaflets which contributed to tilting of the clip. The mr increased to grade 2. A second mitraclip was implanted to stabilize the tilted clip. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025, that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, one mitraclip was successfully implanted. The mr was reduced to grade 1. Post deployment, the clip was observed to be tilted. Per the physician, the clip grasped some chordae along with the leaflets which contributed to tilting of the clip. The mr increased to grade 2. A second mitraclip was implanted to stabilize the tilted clip. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay.